Event description:
The unit was connected to a pt and it wouldn't acquire an ECG through the therapy cable. The crew went to run a ops check 2 hrs later and it would not recognize the therapy cable. The customer reported the device failed opcheck and then passed after installing a new therapy cable. There was no reported adverse pt involvement.

Manufacturer narrative:
(B)(4). The unit connected to a pt and it wouldn't acquire an ECG through the therapy cable. The customer went to run a ops check 2 hrs later and it would not recognize the therapy cable. The customer reported the device failed opcheck and then passed after installing a new therapy cable. There was no reported adverse pt involvement. Philips bench evaluated the device and found 3 different events in data management that confirms the original complaint of ECG signal not being present during operation. Philips bench replaced the therapy port and therapy cable to address the complaint.